Event description:
It was reported by customer during the daily check that the cardiosave intra aortic balloon pump (iabp) reservoir is emptying at a much faster rate than previously experienced. No patient involved

Manufacturer narrative:
Due to character limit: e1 (telephone) (B)(6). A supplemental report will be submitted upon completion of our investigation.